Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 18282606, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed severe infection and abscesses in the epidural space. Symptoms were fever, drainage and excruciating pain at the area of incisions. The wounds were drained and patient was treated with intravenous (IV) antibiotics. The patient underwent an explant procedure. The infection was believed to be device or procedure related. The physician was confident that the patient will make a full recovery.